Manufacturer narrative:
The lot number was provided and a lot history review was performed. The sample was not returned for evaluation, but medical records were provided for review. The investigation was confirmed for the alleged positioning issue. The root cause could not be determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900f, vena cava filter, allegedly experienced a positioning issue. This information was received from a single source. The malfunction involved a (B)(6) year old male patient with no consequences. The patient's weight was not provided.

Manufacturer narrative:
H10: the lot number for the device was provided, therefore a lot history review was performed. The device was not returned for evaluation. Medical records were provided and reviewed. Therefore, the investigation is confirmed for positioning issue. Based on the available information, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model dl900f vena cava filter experienced a positioning issue. This information was recieved from a single source. This malfunction involved one patient with no patient consequences. The 41 years old male patient weighs 120 kgs.